Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 code. The cause of the patient prosthesis mismatch was due to original implant procedure factors.

Manufacturer narrative:
H10. Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined.

Event description:
It was learned the device was also explanted due to aortic stenosis. It was reported the patient had root aneurysm and patient prosthesis mismatch of prior valve. The explanted device was replaced with a 25mm aortic valve in a 30 valsalva graft (bio-bentall). The patient's condition at the conclusion of the procedure was critical, but stable; patient was transferred to the intensive care unit. Patient was discharged home on post-operative day seven (7).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The cause of the event cannot be determined. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of nine (years), 11 months, due to patient prosthetic mismatch. It was reported the aortic valve did not malfunction. The explanted device was replaced with a 25mm aortic valve. Patient was discharged on post-operative day seven (7).